Manufacturer narrative:
The actual device was not returned to the manufacturing facility. Proper instruction for usage of sg3 needle that is addressed in the IFU as provided in the leaflet in which warnings, cautions and precautions are indicated in order to prevent needle sticks. The exact cause of the reported event cannot be definitively determined based on the available information. Prior to shipment, qc conducts outgoing visual inspection to assure lots being shipped are in good quality. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that after giving the injection to the patient. The health care provider was trying to place the (safety) cap back on the needle, which was faulty, and the health care provider incurred a needle stick. Patient injection was delivered. Issue occurred during post injection while attempting activation of safety device.